Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after placement of the anchor and the collagen, the suture broke even if they pulled it normal. The suture was completely removed out of the patient. It was reported that hemostasis was achieved, they performed manual compression followed by a pressure bandage. It was reported that the patient condition was stable with no consequence. It was reported that the rt. Femoral artery puncture. It was reported that bleeding occured in the procedure room. It was reported that the blood loss was less than 250cc. It was reported that the patient was hospitalized due to the event. Additional information was received on 10/3/2017. There was no estimated blood loss greater than 250cc. There were no issues noted during placement to the time of the suture line break. The suture broke when they pulled back the device to place the collagen.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and the completed investigation. One used 8fr angio-seal sts plus device was received for product evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis where a blood like substance was found along the body of the device. The hemostatic sheath was properly mated with the deployment sleeve of the device cap, which was in the rear lock position with the color bands fully exposed. Approximately 7" of suture was exposed from the hemostatic sheath. Both the clear and black compaction markers were visible. Neither the anchor nor collagen were returned. Microscopy was used to examine the distal end of the suture. There was a jagged appearance as through tensile forced caused the fibers of the suture to tear apart. Functional testing was performed by applying significant force to the suture to release any additional suture in the spool. Under this force it was determined that there was no suture remaining in the spool, which was confirmed by removing the spool from the device cap. Additionally, it was noted that the force did not further break the suture. The complaint could be confirmed for suture line break as the frayed ends of the suture indicates that significant tensile forces were present to cause the separation of the fibers. The properties of the suture are known to change under exposure to moisture and heat. Had the suture been exposed to either of these conditions, the suture may have come apart under the forces of typical use. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.